Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a failure in half height drawer 2.2 pocket e1, which was not connected to the communication bus. A field service engineer successfully retrieved the pocket to address the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a failure in one of its pockets and could not be restored. The customer mentioned that an error message was displayed, indicating "failed hardware." Additionally, the customer noted that when attempting to access a single medication, the entire drawer became inoperative. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.